Manufacturer narrative:
The product evaluation has been completed. One opened bl5612 pouch from lot x5676 was returned. The expiration date on the pouch label was (B)(6) 2025. The pouch contains all components per the specification sheet. Visual inspection found the infusion sleeve and cannula clean and dry and did not appear to have been used. Inspection of the 20 gauge vitrectomy cutter found the tip protector was in place, as it should be. The needle was slightly bent. The assembly was dirty with droplets of fluid in the aspiration line. The cutter looks used. The port window was in the opened position. The back cap was aligned correctly with vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using sample tubing and a stellaris pc system. The cutter did not cut. The inner needle was binding up and not reaching the cutting edge. It should be noted that a bent needle could contribute to poor cutting performance. Due to evidence of use, the cause of the bent needle cannot be determined. The sterilization and lot history records were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The product sample will be sent to the vendor for investigation. This investigation is ongoing.

Manufacturer narrative:
Vendor results stated they could not replicate the cutting issue. The reason for this difference is unknown. Based on the b+l evaluation, the failure mode will be confirmed. This investigation is closed.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing.

Event description:
The user facility in singapore reported during anterior vitrectomy, the surgeon noticed the cutter was not cutting efficiently but aspiration continued working. Cutter was removed from the eye and tested in the gallipot but surgeon still reported same. Cutter removed from eye and re-tested to no avail. A new cutter was opened. Case proceeded on as usual with no further events.